Event description:
It was reported to boston scientific corporation in early 2008 that an extractor rx retrieval balloon was used in an endoscopic retrograde cholangiopancreatography, ercp on a patient (age, gender and weight are unknown). According to the complainant, during testing, the "balloon would not deflate when the physician tried to "pull the balloon back tightly against the scope, the catheter of the balloon broke in half". It was further reported that the scope and the catheter was removed at the same time and the procedure was completed with the same extractor rx retrieval balloon. There were no reported complications associated with this event.

Manufacturer narrative:
No consequences or impact. Deflation difficulties. Device breakage the lot number was not provided by the user facility, therefore, the device manufacture date is unknown. An examination of the returned device revealed that the catheter (tube) was broken approximately 131.5 cm from the distal end, and it was impossible to inflate and deflate the balloon. The proximal and distal balloon bonds were examined and found to be continuous and met the manufactures bond length specifications. The product directions for use, states to examine the device to verify that the retrieval balloon catheter has not been damaged during shipment and a caution that the device cannot be used if any defect in the catheter is found during inspection. It was also stated that the device should be examined by inflating the balloon using the syringe provided. The most probably root cause was determined to be operational context.